Manufacturer narrative:
Event site e-mail updated from (B)(6). Additional initial reporter name: (B)(6) clinical risk specialist. Additional e-mail address: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) and pressing the start key, the console generated a fiber optic sensor failure alarm. The iab fluid column was connected to the pump and zeroed which resulted in pressure readings displaying on the screen. The console had supported the patient throughout troubleshooting while in electrocardiogram (ECG) trigger with pressure readings on the machine via the central lumen. The iab was later removed and replaced with a new one which had proper functioning fiber optic readings. There was no patient harm or adverse event reported. Medwatch report (B)(4) received september 28, 2021. It was reported that the intra-aortic balloon (iab) was inserted during a coronary bypass procedure. Prior to the call, the customer stated that the device would not start/sync, the blood pressure readings were not displayed, and the console indicated that there was a fiber optic sensor failure. The customer contacted the getinge rep and began to troubleshoot. After pressing the start key, auto-fill occurred and the console generated a fiber optic sensor failure alarm. The iab fluid column was connected to the pump and zeroed which resulted in pressure readings displaying on the screen. The console had supported the patient throughout troubleshooting while in electrocardiogram (ECG) trigger with pressure readings on the machine via the central lumen. After the cross clamp was removed, the iab was replaced with a new one as the patient was kept on bypass. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from the iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The evaluation confirmed the reported sensor failure . We are unable to determine how this may have occurred. This issue has been escalated and the sensor is sent to the supplier for investigation to determine a root cause. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. A supplemental report will be submitted when additional information is provided analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period (B)(6) 2019 to (B)(6) 2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) and pressing the start key, the console generated a fiber optic sensor failure alarm. The iab fluid column was connected to the pump and zeroed which resulted in pressure readings displaying on the screen. The console had supported the patient throughout troubleshooting while in electrocardiogram (ECG) trigger with pressure readings on the machine via the central lumen. The iab was later removed and replaced with a new one which had proper functioning fiber optic readings. There was no patient harm or adverse event reported.